Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012 the (B)(6) noticed that after three days there were visible clotting in the system. The blood flow was obtained by a shunt at 4-4.5 l/min. The unit was changed out. (Lot number 70065092). (B)(4).